Event description:
It was reported that during surgery the surgeon was grasping the meniscus with the soft tissue grasper and allegedly the item broke. The surgery was completed using another item.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.